Event description:
Healthcare professional reported rupture for an unknown side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Continued e1 (phone no): (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture for an unknown side. Device has been explanted.

Event description:
Healthcare professional reported, left side rupture. The device has been explanted.

Event description:
Healthcare professional reported rupture for an unknown side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, opening assessed as fold flaw opening. As per the investigation procedure crease, wear abrasion, particles and a non-penetrating nick were observed. None of the observations are found to be potentially related to the manufacturing process

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 17jan2024. Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 03jun2024. Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 27jul2024.